Event description:
It was reported that the procedure performed was to treat a mildly calcified, superficial femoral artery. A downhill puncture post-angioplasty was used for accessing the femoral artery. Upon removal of the 6.0x40mm armada 35 balloon dilatation catheter (bdc) through a 6f introducer sheath, the balloon split into two pieces. All parts of the armada 35 bdc were captured inside the sheath and removed. An unspecified device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.